Event description:
Complaint reported as: (B)(6) 2019, in (B)(6) hospital, after the induction of general anesthesia, the tube was used for 60 minutes. It was found that the airway pressure increased to 31. When the intubation was pulled out, it was found that the inner wall of the tube was uplifted, so the tube was replaced immediately, and no harm was caused to the patient." Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Additional information received from customer regarding complaint description: "it was found that the inner wall of the tube was uplifted, which was saying that the tube body deformed and the inner wall bulged." It was also reported that the sample is not available for investigation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "(B)(6) 2019, in (B)(6) hospital, after the induction of general anesthesia, the tube was used for 60 minutes. It was found that the airway pressure increased to 31. When the intubation was pulled out, it was found that the inner wall of the tube was uplifted, so the tube was replaced immediately, and no harm was caused to the patient." Patient condition reported as "fine".